Manufacturer narrative:
An event of difficulty advancing the device through delivery sheath was reported. The device was returned to abbott. The returned sheath was noted to have an inverted deformation at the tip and a bent damage midway of the sheath. The inner hub was measured using a pin gauge meeting measurement specification. Due to the bent damages, advancements functional testing was precluded. The returned sheath underwent a detailed visual inspection for molding defects, tears, or other signs of manufacturing-related damage. To further assess potential manufacturing deficiencies, the device was manipulated and examined under controlled conditions. No manufacturing-related issues were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the investigation, the damage is consistent with deformation occurring during use. It is possible due to challenging anatomy and/or procedural loading technique, could have contributed to the reported event. The cause of the reported advancement difficulty could not be conclusively determined. The tip invagination is consistent with inability to retract the device into the sheath. Additionally, the observed material bent on the returned delivery system may have resulted from shipping or transportation-related stress, consistent with excessive manipulation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer pfo occluder was selected for implant using a 9f amplatzer trevisio delivery system (ds). During the procedure, it was noted that the front end of the ds was out of shape and was blocked making it unable to release the occluder. The ds was replaced to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer pfo occluder was selected for implant using a 9f amplatzer trevisio delivery system (ds). It was noted that the front end of the ds was out of shape and was blocked making it unable to release the occluder. The ds was replaced to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.